Event description:
Additional information received reported that the lead replacement went great. The patient was getting great stimulation and some back stimulation, which was what he wanted. It was noted that the lead was not going to be returned to the manufacturer due to hospital policy.

Event description:
Additional information received reported that the patient got his percutaneous lead replaced today and they were replaced by a 565 paddle lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient¿s therapy was not working as expected and they wanted to meet with a manufacturing representative to ¿turn this thing back on.¿ the patient¿s new implantable neurostimulator (ins) was working great, but they needed adaptive stimulation set up and the pulse width adjusted. The patient had contacted their healthcare professional (hcp) and a manufacturing representative. Recently the patient had seen an hcp who was unable to provide the patient ¿anything that could help them.¿ an appointment was scheduled with a new hcp on (B)(6) 2014. Follow up with a manufacturing representative indicated the cause of the event was the patient needed an adjustment and the system was functioning normally. Impedances were normal when the system was checked on (B)(6) 2014. Following the reprogramming the patient had 50 percent or greater symptom reduction and they were receiving good relief. Since the patient¿s appointment to turn adaptive stimulation on, the patient had no stimulation sensation at an amplitude of 10.5v. The manufacturing representative tried to change the electrode configuration, but there was no change. There was no return of stimulation when adaptive stimulation was turned off. No patient falls were noted. X-rays were done and the patient¿s hcp confirmed the lead location. There were no system integrity issues noted. Impedances measured at 0.7 v had the following values: 4096 ohms for electrodes 0-2, 5440 ohms for electrodes 0-3. Impedances measured at 3v had the following values: 5067 ohms for electrodes 0-3 and 4235 ohms for electrodes 1-3. Group impedance was measured to be 2034 ohms. The patient was programmed to 0, -1, 450 pulse width, 70 hz, and 10.5v. The patient was going to be referred to get a new paddle lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type extension; product ID 3487a, lot# l41310, implanted: (B)(6) 1996, product type lead; product ID 74001, lot# n347817, implanted: (B)(6) 2014, product type adapter; product ID 3550-29, lot# n256125, implanted: (B)(6) 2014, product type accessory. (B)(4).